Event description:
It was reported that a small volume infusor leaked from the junction between the infusor's luer and a closed system connector (non-baxter product). This occurred during patient infusion of fluorouracil and saline at the patient's home. There was no patient injury, medical intervention, or adverse reaction associated with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visually inspection and functional leak testing did not identify any evidence of leak between the infusor's luer and the closed system connector or anywhere on the infusor or closed system connector. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.